Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedance values were out of range on all 16 contacts, the patient was not feeling stimulation and the patient had a fall at an unknown date prior to a (B)(6) 2016 procedure, describing herself as falling frequently when gardening. The impedance values of both leads and all contacts were out of range when tested at different amplitudes. The patient had surgery on (B)(6) 2016 to disconnect the battery and then test the impedances of the lead while connected to a multi lead trialing cable. The testing showed that the impedance values were normal. During a (B)(6) 2016 visit the impedance values were tested at different amplitudes and the patient reported receiving good stimulation. Multiple programming settings were run differently to test stimulation and based on the patient¿s response the implanted system was working as normal and providing the patient pain relief. It was unknown if the issue was resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.